Event description:
Device 2 of 3 ref MFR report #1627487-2014-25488 and 1627487-2014-25490. It was reported the pt underwent surgical intervention on (B)(6) 2014 to relocate the ipg due to discomfort at the ipg site and extension header site.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.